Event description:
A report was received from the USA stating that an 840 ventilator experienced a device alert which caused the ventilator to stop cycling. The ventilator was not in use on a patient at the time that the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the breath delivery unit (bdu) printed circuit board (pcb) and then performed a software update. The unit then passed all testing. (B)(4).